Manufacturer narrative:
Model number/catalog number: sc-2138-50, serial number: (B)(4), batch/lot number: a35966, model/catalog description: phase iii linear lead - 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.